Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and severely tortuous lesion in the right coronary artery. A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during procedure the device did not cross the lesion and was removed. The lesion was predilated with 3 nc balloon and the 28 x 3.50 promus elite stent was going to be used again and damage was noted. The procedure was completed with another same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product device evaluated by MFR.: synergy ous mr 23.50 x 38 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured. The balloon was reviewed, and the proximal balloon cone was noted to be bunched. The balloon wings were however wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and severely tortuous lesion in the right coronary artery. A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during procedure the device did not cross the lesion and was removed. The lesion was predilated with 3 nc balloon and the 28 x 3.50 promus elite stent was going to be used again and damage was noted. The procedure was completed with another same device. No patient complications nor injuries were reported.